Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated since being implanted he has been having so much trouble with using the belt and trying to get the antenna in the exact place. It works, but he cannot move much because the antenna has been in a certain spot. The patient said it was really a pain using it. The healthcare provider (hcp) put the ins right on his belt line and he is not really fat, he is a slim guy. It is kind of tender where his belt is. The patient was offered adhesive discs, but the patient declined. The patient said it has he has not used his device in a long time, and has not turned the ins on for over a year, and has been debating if he wants to leave it or change it out for a new ins. No further complications were reported. No additional patient symptoms were reported.